Event description:
The patient has fractured at approximately the level of the 4th cervical vertebra (c4). Patient has had a previous cervicothoracic fusion with failed hardware at the kyphotic deformity.